Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: the cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized with a blood glucose (bg) level of 315 mg/dl, a high life-threatening ketone level, and "feeling really sick". Customer was treated with intravenous insulin and saline, potassium, magnesium, and "anti-clotter" medication. At the time of the reported issue to tandem technical support, the customer was still admitted to the hospital. Additional information was not provided. Multiple follow up attempts were made to obtain additional information; however, a response was not received.